Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Due to wear of the angle wire, the bending angle in the up/down directions did not meet the standard value and the play of up/down/right/left knobs were out of the standard value. Due to the deformation, the up/down/right/left knobs did not move smoothly. The bending tube and the plastic distal end cover had a dent. The bending section cover and connecting tube had discoloration. The connecting tube had a wrinkle and a dent. The adhesive on the bending section cover was scratched. Due to a scratch on the bending section cover, water tightness was lost and the insulation resistance value at the distal end did not meet the standard value. The light guide lens was scratched and dirty. The s-cylinder was shaved. Due to a deformation of the nozzle, the amount of water contact, water removal ability, and water and air supply volume did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the up/down angulation on the gastrointestinal videoscope was not working properly. There was major play in the up/down angulation, there was a dent in the bending tube, and the insertion tube was wrinkled and discolored. The issue was found during routine inspection. No patient harm reported. During the evaluation of the device, it was noted there was foreign material exiting from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign material exiting from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material exiting from the air/water nozzle was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding user handling: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function cleaning, disinfection, and sterilization procedures - precleaning - wipe down the insertion section - wipe the entire insertion section with a clean, lint-free cloth soaked in detergent solution. Wipe from the boot at the control section toward the distal end." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.